Event description:
It was reported that this pacemaker exhibited a rise in pacing impedance that remains within range and a rise in capture thresholds on the right ventricular (rv) channel. It was also noted that there was false pacemaker mediated tachycardia (pmt) episodes due to the patient's sinus rate reaching near the max tracking rate. Technical services (ts) reviewed the reports and recommended troubleshooting actions. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device exhibited an abrupt jump in impedance to a high out of range value. The patient was evaluated in emergency room (ER). It was discovered the device exhibited a lead safety switch (lss). The patient raised their arm above their head that resulted in the device oversensing noisy signals and a 4 second pause. The device was explanted and upgraded to a cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the <<defibrillation,>> pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited a rise in pacing impedance that remains within range and a rise in capture thresholds on the right ventricular (rv) channel. It was also noted that there was false pacemaker mediated tachycardia (pmt) episodes due to the patient's sinus rate reaching near the max tracking rate. Technical services (ts) reviewed the reports and recommended troubleshooting actions. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device exhibited an abrupt jump in impedance to a high out of range value. The patient was evaluated in emergency room (ER). It was discovered the device exhibited a lead safety switch (lss). The patient raised their arm above their head that resulted in the device oversensing noisy signals and a 4 second pause. The device was explanted and upgraded to a cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported.